Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MDR # 203227-2013-01899.

Event description:
Customer's mother's (B)(6) called to report a hospitalization due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the event was over 700 mg/dl. Nothing further reported.